Event description:
It was reported that during an unspecified procedure, it was observed that the shaver nozzle of the device had a water leak, as a drip was visible where the blade is anchored. However, this did not prevent the procedure from continuing, as it did not affect its functionality. Furthermore, when attempting to use the knot cutter/remover, it was found to be dull and the next step was to use arthroscopic scissors from the institution to continue the procedure. The surgery was successfully completed without any adverse effects on the patient or alterations to the surgical schedule.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.